Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check displaying the message, system volume too large. (B) (4). (B) (4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory gas flow to the pt has been investigated. Two capacitors on the inspiratory valve current controller printed circuit board pc1880 inside the module were found damaged and with one end loose. This caused the reported pre-use check failure. The damage and the knocking loose were most probably caused by the adjacent loose inspiratory solenoid. The inspiratory solenoid is locked in place by a latch and cannot cause this damage while mounted in the ventilator. The damage most likely occurred when the nozzle unit was not in place and the latch unsecured at one time during service. The printed circuit board pc1880 regulates the servo control of the solenoid which controls the opening and closing of the nozzle unit to regulate the gas flow. A failure in this control can cause failures in the flow measurements which will cause the pre-use check to fail. The solenoid in the gas module is locked in position with the nozzle unit when placed in the ventilator. (B) (4).